Manufacturer narrative:
Initial.

Event description:
It was reported that the user attempted a meal announcement on the ilet system and appears to have entered it repeatedly, resulting in approximately 54 units of insulin delivered within a short interval with blood glucose decreasing to 54 mg/dl. The user interface was implicated and the event was characterized as an improper or incorrect procedure or method during use. Symptoms included hypoglycemia, accompanied by anxiety and malaise; the user treated with oral glucose and juice and disconnected, with glucose rising to 80 mg/dl during the call. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device malfunction, a usage problem related to the user interface, and no device problem found. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.